Event description:
The customer reported that during a hernia diaphagmanica procedure the instrument did not seal correctly and kept bleeding with no alarms.

Manufacturer narrative:
(B)(4). Date of initial report: 12/16/2010 under MDR number: 1717344-2010-00925. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Date sent: 02/14/2014.